Event description:
Patient reported receiving an 04 (occlusion) error every night for three weeks. Patient indicated that she was able to clear the 04. Patient indicated that on occasion shw would not place the device back into the "run" mode resulting in elevated blood glucose (500mg/dl) patient indicated that on one occasion she was taken to the hospital and received an insulin injection and IV fluids. Patient indicated that she had replaced the battery, that was expired, changed the piston rod, adapter, cartridge, and infusion set, but 04 recurred. Patient indicated that she believed her infusion device was faulty. Patient indicated that she had been sick for approximately 6 weeks. Patient indicated that she had taken prednisone, but was currently not taking it.